Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of nausea, vomiting and diarrhea with subsequent diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler with cycler set and the peritonitis. Additionally, there is no allegation of a product defect or malfunction reported for this event. The cause of the peritonitis was documented as constipation which is supported by the pd effluent culture result of e coli and citrobacter koseri. Both organisms are part of the normal gastrointestinal flora with a pd related peritonitis source of constipation. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient¿s pd registered nurse (pdrn) reported that the patient was seen at the clinic on (B)(6) 2020 due to symptoms of nausea, vomiting, and diarrhea which started on the same day. Pd effluent cultures were taken and results were pending. The patient was treated with prophylactic antibiotics on (B)(6) 2020: vancomycin 1500mg every 5 days until culture results are returned, fortez 2g daily for 14 days, both via intra-peritoneal administration. The patient was not hospitalized. There were no reported cycler malfunctions. The pdrn indicated that they suspect the peritonitis was caused by constipation. The pdrn has no reason to believe that the peritonitis was caused by the use of a fresenius device, drug, or product. Upon follow up with the pdrn it was reported that cultures showed growth of escherichia coli (e coli) and citrobacter koseri. The patient¿s white blood cell count was 717 (unknown units). The patient was prescribed intraperitoneal (ip) fortaz 2g daily for 21 days and oral nystatin 1 pill 4 times daily for 21 days. The vancomycin was discontinued. The cause of the peritonitis is attributed to constipation.

Manufacturer narrative:
Corrected information: h6 patient code (inadvertently omitted).